Event description:
The rod reportedly has slipped within one of the pedicle screws. Revision surgery was performed to remove and replace some of the devices in the construct. The device have not been returned for analysis.

Manufacturer narrative:
The explanted parts have not been returned. The hosp has delayed in releasing product to MFR for analysis.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual and functional evaluation of the subject part(s), it was found that the rod slippage was due to screw placement not allowing for proper placement of the buttress ring. A review of all applicable inspection and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of the complaint code trends did not reveal any contributing information as to the cause of this event.